Event description:
It was reported to ge that during a procedure the tubing assembly fell, causing a bruise on the pt's leg and a painful wrist to the user who tried to stop the fall. The two chains that support the assembly were broken and the limit switch circuit was defective. The conclusion was that due to the failure of the limit switch circuit, it was possible to jam the drive mechanism causing excessive force on the chains that resulted in the eventual failure of both chains. The incident would not have occurred if the unusual behavior of the system, when the limit switch failed, was immediately reported to field service.